Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's pocket incision had opened. It was noted that a clear liquid was leaking out of the pocket. The patient was prescribed antibiotics.

Manufacturer narrative:
Additional information was received that the physician confirmed that there was no infection. The event was not device related. The patient was doing good.

Event description:
A report was received that the patient's pocket incision had opened. It was noted that a clear liquid was leaking out of the pocket. The patient was prescribed antibiotics.